Manufacturer narrative:
Concomitant medical products: product ID: 383069 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to potential rapid battery depletion. No patient complications have been reported as a result of this event.